Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the pump was delivering boluses that were not programmed by the patient. The reporter indicated that the patient's blood glucose went as low as 5.1 mmol/l. The reporter stated that the patient required treatment via oral carbohydrate. This report is made based on the allegation that the patient experienced a low blood glucose requiring assistance related to an allegation of unintended boluses from the insulin pump.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators executed a 1.0 unit per hour basal program for 24 hours, no unprogrammed boluses were recorded in history during this time. The total daily dose was found to correctly reflect the users programmed basal rate. There were no alarms related to the complaint in the black box or alarm history. Investigators successfully completed a 10unit audio and normal bolus. Both boluses were correctly recorded in the pump history. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specifications. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Investigators were unable to duplicate the complaint during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.